Event description:
The hcp reported the pt was experiencing shortness of breath and lower extremity edema. The pt was treated with oxygen by nasal cannula, diuretics, and given a pulmonary consult. No device troubleshooting, other than telemetry, was performed. The pt is reported to be improving. The hcp reports he has a "higher suspicion for pulmonary embolus or pneumonia" than a drug/device problem.